Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was attempted to be used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another hydratome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0401 captures the reportable event of cutting wire break. Investigation results: the returned hydratome rx 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole, also the working length was torn from the brown band (end of the rx channel) to the blue band. The guidewire was not returned for analysis. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. Also, under magnification it was observed that the working length was torn from the end of the rx channel to the blue band. The observed damage on the distal section is typically caused when the user pulls or removes the guidewire through the c-channel, also the technique used during loading or removing the guidewire into the device could cause the catheter gets torn. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was attempted to be used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another hydratome rx 44. There were no patient complications reported as a result of this event.